Manufacturer narrative:
This report was mailed in to FDA on: 5/19/1998.

Event description:
Additional info from surgeon indicates event occurred soon after lens implantation (no date specified for event and lens was implanted on 3/27/1991). Event was treated with pred forte, acular and steroid injections. After lens explanted the pt is still experiencing cystoid macular edema.